Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer confirmed that the device is not available for analysis. Therefore, no root cause could be determined.

Event description:
The customer reported that the sipap unit is not building up pressure. There is no patient involvement in this reported event.